Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to achieve specified resolution was due to charged coupled device unit damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited failure to achieve specified resolution, charged coupled device unit damage, sticky universal cord protector on scope connector side. There was no patient involvement.